Manufacturer narrative:
This report will be updated upon completion of product investigation.

Event description:
It was reported that this patient exhibited twiddler's syndrome and this right ventricular (rv) lead got dislodged. Low amplitude and loss of capture were also observed. This lead was explanted. No additional adverse patient effects were reported.